Event description:
Complaints text (B)(6) 2019 11:09:45 erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2019 11:09:33 fermap2, (B)(6). Dr. (B)(6), (B)(6) pt was brought to (B)(6) medical center. Complaints text (B)(6) 2019 11:06:53 fermap2, initial notes: mother reporting son died on apr 27 inquired what led up to the complaint. Customer response: pt collapsed and bumped his leg, doctor said might have a blockage on his leg, can scan showed he was fine, had trouble breathing, found pulse after 30 mins, coded and died again in the ambulance deceased reporting per dop114-980. First and last name of person reporting event: (B)(6). Best phone number to reach person reporting event: (B)(6). Relationship of person reporting event to the deceased: mother. Reporting party is aware of the deceased event details. Date of customer passing: (B)(6) 2019. Cause of customer passing as indicated by reporting party: no notice yet from the doctor. Location of customer¿s passing: at home. Date customer was admitted to hospital, emergency room or hospice (if known): (B)(6) 2019. Bg at time of admission to hospital, hospice and/or emergency room, (if known): na. Does reporting party indicate other health issues or illness that may have contributed or led up to passing? Heart. Does reporting party recall the initial onset or timeframe of health issue or illness? Cust does not know. Was pump worn at the time of passing? Yes. Pump material number: mmt-1715k. Pump serial number: (B)(4). Infusion set material number: caller does not have it right now. Infusion set lot/batch: caller does not have it right now. Reservoir material number: caller does not have it right now. Reservoir lot/batch: caller does not have it right now. Name of glucometer being worn or used (ascensia, lifescan, etc.): caller does not know. Deceased event following loss of consciousness reporting party is unable to complete carelink upload. Reason reporting party is unable to complete carelink upload: does not have the meter. Requested return of mdt system in use at time of deceased event. Adv pump will undergo destructive testing and product cannot be returned. Caller agreed to return product. Name for shipment of product return materials: (B)(6). Address for shipment of product return materials: (B)(6). Phone number for shipment of product return materials: (B)(6). Explained return instructions. Customer's outcome pertaining to the complaint: return pump, caller might call back to upload data to carelink additional notes: hcp: dr. (B)(6). Ship: none/return: 1 mmt-1715k.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. (B)(4). S/w 2.8c. Unit received with a duracell alkaline battery installed. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08715 inches. Unit uploaded properly using carelink. Unit had minor scratched display window, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked retainer. Data analysis: (date of customer passing: (B)(6) 2019.). (B)(6) 2019: daily total of all insulin delivered = 41. (B)(6) 2019: daily total of all insulin delivered = 47.4. (B)(6) 2019: daily total of all insulin delivered = 20. (B)(6) 2019: daily total of all insulin delivered = 0. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."